Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer stated that the jaws were locked during the procedure. The surgeon was unable to cut the tissue after ligation. The device had to be cut from the pt. There was no injury to the pt.